Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. The ventilator failed internal positive end-expiratory pressure (peep) test from lap top ventilator final test. Internal inspection revealed a hole in the tubing from the solenoid mount causing the ventilator to not read the positive end-expiratory pressure (peep). The service technician replaced tubing and the reported issue was resolved. The unit passed all testing.

Event description:
The customer reported model lap top ventilator 1200 will not hold positive end-expiratory pressure (peep). When positive end-expiratory pressure (peep) is set to 8, it is delivering 4 cm h2o. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
Please note is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.